Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient made mistake/touch contamination (touch contamination of the transfer set). The peritonitis was manifested by cloudy effluent, abdominal pain and chills. The patient was not hospitalized for the event. The following day, the patient began treatment with gentamycin intraperitoneally (ip) one time (dose unknown) and vancomycin ip four times (dose unknown) for peritonitis. Four days later, the patient was treated with rocephin orally (dose and frequency unknown) for the peritonitis. One week after starting treatment with vancomycin, it was discontinued. The patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.